Event description:
Customer stated they could not continue to use the aligners as they would cause more damage to their teeth and gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.